Event description:
The customer observed reagent on top of the mts gel card foil on the ortho provue analyzer, while performing type and antibody screen testing. Fluid on top of the gel card foil can lead to carry over and / or cross contamination, which can lead to erroneous test results and transfusion of incompatible blood. The customer detected the issue preventing the possibility of erroneous results from being reported.

Manufacturer narrative:
An ocd field engineer (fe) visited the site and found that the pressure was out of specification due to a damaged pressure regulator. The fe replaced the appropriate components and performed adjustments to return the instrument to expected operation.